Event description:
The pump was returned for investigation. Investigation revealed moisture damage inside of the battery compartment, a cracked battery compartment, a battery compartment leak, a damaged/stripped battery cap, and a dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked below the grip pad. Moisture damage was found on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The returned battery cap was observed to be damaged/stripped. The pump case was removed, and no further evidence of moisture ingress was found. The following findings are unrelated to the reported issues: evidence of a 'time and date reset' issue was observed in the black box data. Corrosion was found under the bt1 internal battery component; this device failure caused the 'time and date reset' issue. (B)(6).